Manufacturer narrative:
PMA/510k # pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The user facility report # mw5080534 was received and the report showed the customer reported, a piece of the open-end flexi-tip ureteral catheter sheared off during case. It is believed that all pieces were removed from the patient. This is now the 3rd device issue with this product. Reference MDR # 1820334-2018-03442 and MDR# 1820334-2018-03444 for the other devices reported to have the same alleged malfunction. No adverse event have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation. No photos were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of manufacturing instructions and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot number could not be performed without the complaint device lot number. The complaint device was not returned; therefore, a returned device analysis could not be carried out. The cause of this complaint cannot be established. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
There has been no new information received since the last report was submitted.